Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump received with no up and down button response due to corroded keypad traces. The insulin pump was unable to verify alarm due to no button response. No unexpected audio/beep anomaly noted during testing. The insulin pump was received with minor scratches on display window, cracked display window at the bottom right side corner, cracked case at display window corners, broken reservoir tube lip and cracked battery tube threads.

Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is alarming. The blood glucose reading is 166 mg/dl. Advised to monitor blood glucose and rewind/reprogram the insulin pump. The insulin pump will be replaced. Nothing further reported.